Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer's blood glucose (bg) level was 600 mg/dl with moderate ketones. A bolus was delivered to address bg level. A syringe needle change and cartridge change was performed resolving the issue.